Event description:
It was reported that thrombosis occurred. The target lesion was located in the proximal right coronary artery (rca). A 3 x 20 promus element plus drug eluting stent was successfully deployed for treatment. During a fluoroscopy check, a thrombus was noted distal to the rca.. As the physician prepared to implant a second stent in response, it was found that there was timi iii flow in the rca so no additional treatment was performed. The patient was stable and doing well.